Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that the buttons on the insulin pump were scrolling by themselves and unresponsive. Customer's blood glucose was 114 mg/dl. It was stated, there were no significant events leading to the keypad issues. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No numbers scrolled during testing or display anomaly was noted. No moisture damage was found on electronics. The device had cracked case at display window corners and reservoir tube lip.